Event description:
An event occurred that resulted in incorrect treatment being delivered to approx 28 pts. Several pt deaths are reported to have occurred as a result. The doses were calculated using a computerized treatment planning system not manufactured by mds nordion. There was no malfunction of the cobalt-60 device used to deliver the radiation. The cobalt unit functioned normally and remains in use at the clinic.